Manufacturer narrative:
(B)(4).

Event description:
It was reported that the np (nurse practitioner) stated he was called to see a patient in the cardiac care unit because of blood in the tubing of the intra-aortic balloon (iab). The np stated it was noticed about 10 minutes prior to his arrival. The np stated that the iab had been "inserted through two sheaths" but he couldn't fully describe it. The np was curious if the two sheaths could have contributed to the rupture. By the time he called the clinical support specialist (css), the iab had already been removed without difficulty and the patient was being supported on vasopressors. The patient had come in with an ami (acute myocardial infarction) friday ((B)(6) 2016) night around 1900 edt and the iab was placed in the cardiac cath lab at 2020 edt. The iab was removed and saved for return. This all happened before the np called to ask about the two sheaths. The patient was stable when we talked. It was noted that the length of time in use prior to event was two hours.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that the np (nurse practitioner) stated he was called to see a patient in the cardiac care unit because of blood in the tubing of the intra-aortic balloon (iab). The np stated it was noticed about 10 minutes prior to his arrival. The np stated that the iab had been "inserted through two sheaths" but he couldn't fully describe it. The np was curious if the two sheaths could have contributed to the rupture. By the time he called the clinical support specialist (css), the iab had already been removed without difficulty and the patient was being supported on vasopressors. The patient had come in with an ami (acute myocardial infarction) friday ((B)(6) 2016) night around 1900 edt and the iab was placed in the cardiac cath lab at 2020 edt. The iab was removed and saved for return. This all happened before the np called to ask about the two sheaths. The patient was stable when we talked. It was noted that the length of time in use prior to event was two hours.